Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing.

Event description:
A customer reported receiving an inaccurate high reading on their freestyle freedom meter. The customer reported receiving a "hi" which is displayed in the event a reading is greater than 500 mg/dl. He reportedly, then dosed his insulin based on this result. The customer reports, he lost consciousness and his wife called the paramedics who treated him with an IV of unk composition and a glucose tablet. The customer was not transported to a health care facility. There is no permanent impairment associated with this issue.